Manufacturer narrative:
A synergy ous mr 2.75 x 24 mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found stent damage. Stent struts from the distal stent region were noted to be lifted and pulled proximally. The undamaged stent outer diameter was measured using a snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of distal tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. Following pre-dilatation, a 2.75 x 24 synergy drug-eluting stent was advanced but failed to cross the lesion and a visible disruption of the stent mesh was noted. The device was replaced with another of the same device and completed the procedure. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. Following pre-dilatation, a 2.75 x 24 synergy drug-eluting stent was advanced but failed to cross the lesion and a visible disruption of the stent mesh was noted. The device was replaced with another of the same device and completed the procedure. There were no patient complications reported and the patient status was stable.